Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a severely tortuous and moderately calcified fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the second inflation at 15-20 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and pinhole was found in the middle and near the proximal end of the balloon. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that there were two 7.0 x80, 75cm gladiator elite balloon catheters used during the procedure and were damaged. The balloon catheters got damaged on the second time it was pressurized.

Manufacturer narrative:
(A2) age at time of event: 18 years or older.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR. : a gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 15 mm in length and extended from a position 3 mm distal of the proximal markerband to 18mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a severely tortuous and moderately calcified fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the second inflation at 15-20 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and pinhole was found in the middle and near the proximal end of the balloon. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that there were two 7.0 x80, 75cm gladiator elite balloon catheters used during the procedure and were damaged. The balloon catheters got damaged on the second time it was pressurized.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a severely tortuous and moderately calcified fistula. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the second inflation at 15-20 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and pinhole was found in the middle and near the proximal end of the balloon. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.